Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump could not be charged properly without the cable disconnecting from the pump and that the usb port appeared corroded. The issue persisted across multiple usb cables. Additionally, it was reported that the pump was hot to touch while charging. No temperature alarms occurred. Customer's blood glucose level was 165 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.